Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump was not delivering insulin. No further information was provided. Animas customer support made several attempts to contact the reporter in follow up of this complaint; however, the reporter did not respond. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged insulin delivery issue remained unresolved.